Event description:
It was reported that the patient's left ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was visually confirmed via fluoroscopy. The lead was explanted and replaced with left bundle branch pacing. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.